Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the probe was deformed.

Manufacturer narrative:
The probe 9733457 pedicle 2.25mm (lot# 170907) was returned for analysis. Analysis found that the tip of the returned probe was slightly bent. The probe returned a good geometry error with markers attached and fully seated, but a high divot error due to the bent tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.